Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: c-cover is burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the issue of screen becomes noised, was due to a damaged u plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope screen became noised. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient harm or involvement.